Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to treat a severely calcified, occluded lesion in the right ata using amphirion deep pta balloon dilatation catheter. Device was inspected and prepped with no issues noted. No force was used during the procedure and no resistance was encountered when advancing the device. It was reported that the balloon burst in the artery and a portion of the balloon detached/separated from the catheter. The detached portion of the balloon was attempted to be removed using a goose neck snare and whisper es guidewire, however thrombus began building up in the vessel and the intervention was stopped. The patient was given heparin and bivalirubin for the thrombus and the patient is being monitored. The patient will come back another time. No additional clinical sequelae were reported for this event.

Manufacturer narrative:
Device evaluation: the device was returned in a medtronic amphirion deep carton. The device was found to be broken and the balloon was detached from the device. The device returned was examined and it was noted that the device returned for this event was not a medtronic device. Cine images of the procedure were retuned for evaluation. The images showed a lesion in the right ata however it was not possible to identify any balloon/device used during the procedure. The defect noted on the returned device is similar to the reported event. Based on the device evaluation, an amphirion deep device was not deemed to be the root cause for the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.